Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up imaging procedure. The computed tomography (CT) imaging showed that there was a leak around the closure device on the posterior inferior side. No intervention or treatment was performed at this time. The patient was not reported to have experienced any complications as a result of this event.